Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a communication error alarm when they were sleeping. They cleared the alarm and after a few hours they received an unexpected restart alarm. They could not get the device to respond so they removed the battery. When they reinserted the battery, they received an external ram error alarm. The customer¿s blood glucose level was 300 mg/dl. The customer¿s current blood glucose level was 454 mg/dl. The customer had symptom such as nausea. Their blood glucose level had gone down to 370 mg/dl after treating with manual injections. Troubleshooting was performed on the insulin pump. It was noted that the unexpected restart alarm was recurring during normal use. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no unexpected restart alarm, watchdog set test failure, signal too low and external flash error alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.